Event description:
Procedure type: silslso. According to the reporter: port insertion was fine, but port seated very deep due to pt's size. When 12mm cannula was inserted, insertion was difficult. Surgeon applied significant pressure and sils port fell into abdominal cavity. The case was delayed 60-90 mins while surgeon attempted to retrieve port. Port was removed and the case was completed without further incident. Umbilical incision increased from 2.0cm to 3.0cm due to surgeon's trying to locate the port. Minimal bleed reported. Also, insufflation tube was inadvertently pulled out in an attempt to locate/retrieve the port. No pt injury was reported.

Manufacturer narrative:
(B)(4).